Event description:
The consumer reported that their stimulator just wasn't working and they were looking for a doctor to look at it. It was reported that they normally use the stimulator for about 30 minutes and would have a residual of 15-20 minutes when it was working perfectly. They now stated the stimulation lasts only 2-3 minutes. They didn't use the stimulator when they went to bed because they didn't want to leave it on. The stimulator had stopped working and they weren't getting therapy. There was a report that they checked their device with their patient programmer which showed that the stimulator was on. Trying to increase or decrease stimulation did not resolve the reported issue. It was reported that the implantable neurostimulator (ins) was off and the patient was assisted in turning the ins on. All lights showed green once the stimulator was turned on. It was reviewed that the ins was turned on, the controller battery was good and the ins battery was good. There was a report that the patient was told that the ins would last 5 years so they were surprised that it would still turn on. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.